Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy, while firing and after a few squeezes, the stapler jammed. They changed to a new device to complete the case. There was no patient injury.